Event description:
It has been reported that the allura device was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bios battery in the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse found that the bios battery in host pc has low voltage. Fse replaced the bios battery. After replacement, the system was returned to use good working order. The codes were updated based on the investigation outcome.